Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right capsular contracture; baker grade IV, and implant site fluid collection mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 37-year-old caucasian female patient underwent revision breast augmentation with 450cc mentor memorygel breast implant on both sides and experienced breast implant rupture, and capsular contracture; baker grade IV on her left side postoperatively; diagnosed after physical exam. The patient has consulted with the healthcare professional. On (B)(6) 2026, mentor became aware that the patient experienced bilateral capsular contracture; baker grade IV, and implant site fluid collection. No rupture was detected. The devices were explanted on (B)(6) 2026. This medwatch report is for the patient¿s right-sided device.